Event description:
It was reported that during a percutaneous coronary intervention, the stent was compressed following deployment. The target lesion being treated was located in the first marginal of the circumflex. A 2.50x12mm apex balloon catheter was advanced and predilation was performed. A 2.50x24mm promus element plus stent was deployed at 12 atmospheres. A 2.75x15mm quantum apex balloon catheter was then advanced for post dilation and caught at the edge of the stent leading to the compression of the stent. The procedure was completed with a 2.5x8mm promus element plus stent which was deployed overlapping the compressed stent. No patient complications were reported.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).